Manufacturer narrative:
Please void this report. Additional information received from mpo-japan who communicated with surgeon regarding the incidents found in this study. It was found that there is no alleged deficiency against these products. Therefore, this incident should be non-reportable. All reports under medwatch 3010536692-2019-00749 should be voided.

Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, per hagio 2019 abstract in orthopaedic proceedings, two intraoperative proximal femoral fractures occurred which were managed with additional circulating wire intraoperatively. From the abstract, it is not confirmed that mpo products were involved. However, because the abstract is related to the superpath approach, it is possible mpo products were involved. It is unknown which products may possibly be involved.